Event description:
It was reported that the customer was hospitalized due to an unrelated issue and experienced a low blood glucose (bg) of 14.4 mg/dl. In the hospital, the customer was treated with intravenous glucose. The customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. The cause of the low bg was unknown. Reportedly, a different medical condition was suspected to have contributed to low bg levels. System check with technical support confirmed the pump was functioning as intended. The pump settings were adjusted and the customer continued to use the pump for insulin therapy.